Event description:
The customer's mother reported via phone call that the customer's insulin pump alarmed button error. After changing the battery, the insulin pump alarmed battery out limit and was unable to clear the alarm. The customer's blood glucose was 157 mg/dl. While troubleshooting, it was found that the customer was sitting in the car when the alarm occurred. The customer declined troubleshooting for the battery out limit alarm as well as the keypad anomaly. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump received with normal operating currents. The insulin pump received with minor scratches on lcd window, scratched reservoir tube window and cracked reservoir tube lip.